Event description:
It was a reported that a patient underwent atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the patient experienced stemi (st segment elevation myocardial infarction) and facial drooping requiring prolonged hospitalization. It was reported by the caller that towards the end of the procedure it was observed that the patient had a "stemi" the patient was then extubated and found to have some left sided face drooping which resolved over time and then the patient was able to speak. No further intervention was performed. The caller stated that the irrigation bag had become empty and air was introduced into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The patient was going to be transferred to the intensive care unit (ICU) for observation. No pump used for the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, it was connected to a pressure line.

Manufacturer narrative:
Device investigation details: additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device 60000171 number, and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).